Event description:
The original design of these lights provides a strain relief on either end of the power cord to prevent the cord from pulling out of the wire enclosure. This design was evaluated to the appropriate safety standards & listed by ul. In addition, the hosp requested & was supplied with add'l rotational stops which were installed in february. The light design with these rotational stops was evaluated & found to be safe by csa in 9/91. Rptr believes the action required for this complaint is to inspect all 16 lights, making sure the cord strains reliefs have been installed correctly, the rotational stops have been installed correctly with the set screws securely tightened, & to train the appropriate hosp personnel on the allowable range of motion of this equipment & of the problems associated with applying excessive force to equipment after it has reached its rotational stop. Since there were no injuries resulting from this complaint, rptr has determined that an MDR is not required.